Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction, pain and surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and inflammation as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with a bard mesh (bard flat mesh). It is alleged that on (B)(6) 2017, the patient was implanted with the product in the course of a hernia repair surgery. It is alleged that further to the patient's implantation with the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction, and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2018. It is alleged that subsequent to the latter surgery, the patient continued to suffer from chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction and hernia recurrence. It is alleged that the patient has suffered injuries, losses and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges that the patient experienced severe pain and suffering, including chronic pain. It is also alleged that the patient was treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics and rest. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation and will continue to require other medical care. It is also alleged that the device was defective.